Manufacturer narrative:
There was adequate medical documentation and there were suboptimal imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre-implant CT scan. Product use was incongruent with the IFU due to: the reported aortic neck diameter of less than 18 mm in diameter (15); and, bilateral iliac artery diameters of less than 10 mm. The patient's use of antiplatelet therapy might have contributed to this complaint. At the implant procedure, there was substantiated evidence of a left iliac artery dissection for which an unanticipated competitor's stent was placed. Twenty-six months post implant, there was evidence of a type iii a endoleak, as well as a secondary procedure of a bridge stent. The patient was discharged home the next post-operative day, on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical assessment, a root cause for the reported issue could not definitely be identified, but off-label use, related to an aortic neck diameter of less than 18 mm in diameter (15) and bilateral iliac artery diameters of less than 10 mm, were likely factors. No device issue was identified during the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported that approximately 26 months post implant of a bifurcated device and a suprarenal aortic extension, an endoleak was identified between the two components. Reportedly, on (B)(6) 2014 the physician elected to treat the patient with an infrarenal aortic extension. He placed the infrarenal across junction of the original main body and extension, and resolved the endoleak. The patient tolerated the procedure well.